Manufacturer narrative:
Investigation outcome: it was reported the device alarmed with 'flip the flow sensor' during patient ventilation, then ventilation stopped. The incident resulted in bagging the patient. However, there was no report of harm to patient, user or third party, nor a treatment in delay. The provided complaint form also states under 'did the device show technical faults': "tv and mv went to 0" (tidal volume). No tf/te appeared in device logs and the device also passed all pre-opp checks. However, the last time the o2 cell was calibrated was on august 2, 2025. The device was switched on at 18:31:47 on september 8, 2025, and started in (s)cmv+ (synchronized controlled mandatory ventilation) mode at 18:50:32. The device then triggered the following alarms throughout ventilation: 'disconnection on patient side', 'low minute volume', 'vt low', 'maximum leak compensation', 'inspiratory volume limitation' and 'oxygen supply failed'. The reported 'flip the flow sensor' alarm was triggered on 19:04:59 additional information was requested from the customer, but it was not provided. The control board and esm were replaced to resolve the issue. The device was updated to software 3.1.1. Completed service software, functional and electrical safety tests per manufacturer's specifications. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "end user states that during ventilation, the device was showing turn flow sensor and then stopped ventilation. Patient had to bagged." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.